Manufacturer narrative:
The product is not available for evaluation and will not be returned. Out of an abundance of caution, superdimension is filing this MDR. If additional information is received a follow-up report will be submitted.

Event description:
One month after superdimension enb procedure the patient reported unexpected increased level of pain. No treatment was required. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
This event did not require medical intervention and does not meet the criteria for a serious injury therefore is not a reportable event.